Event description:
The customer reported while using the avea ventilator, the device was showing compressor errors. The customer stated the compressor errors are not critical and the device was functioning properly. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "high difference between inhaled tidal volume (vti) and exhaled tidal volume (vte) on the avea ventilator. Calibration and test were performed, all parameters pass. The customer reported no patient involvement or allegation of patient harm.